Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. As per visual evaluation the lower seal of cannula received were damaged. No additional abnormalities were found. The damaged in the lower seal of the cannula appeared to be a cut in the seal. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopically assisted vaginal hysterectomy procedure, 30 minutes after they started the operation, the two device made strange sound and pneumoperitoneum leak occurred. They tried to replace both device with new one but after 2 hours the same event happen. The procedure was completed with another device. There was no patient injury.